Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported that she passed out and paramedics were called and treated her for low blood glucose. The blood glucose reading was 53 mg/dl. The customer stated that she heard a beep before bedtime and saw a bolus of 10 units being delivered. No further information was provided.